Event description:
(B)(4) received a call on 08/30/2016 reporting a medical intervention that occurred on (B)(6) 2016 between 7-8pm. Patient ((B)(6)) called in stating that she felt that her glucose level was going down. (B)(6) tested her glucose and received a "lo" reading on her prodigy meter. A second test was performed by (B)(6) with another result of "lo". When (B)(6)realized that the "lo" reading was not related to a battery issue ,she sought medical attention. (B)(6)'s normal blood glucose reading around the time of day of the event is between 150mg/dl and 160mg/dl. Paramedics were called immediately after receiving the "lo" test result and arrived 20 minutes later. Upon arrival, paramedics tested (B)(6)'s blood glucose with a result of 50mg/dl with their meter. Approximately 20 minutes passed between testing with the prodigy meter and the paramedic's meter. (B)(6) was not transported to ER by paramedics nor did she go on her own. (B)(4) sent replacement and prepaid envelope requesting return of the suspect system.